Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm and insulin pump continued to make a beeping sound. Customer's blood glucose was 10.11 mmol/l. Customer inquired on how to turn insulin pump off when not in use since customer uses pump as a continuous glucose monitoring system. Customer was assisted.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump error alarms were noted during testing. The pump was received with cracks at the back of the case on the battery tube area. The pump was received with minor scratches on the lcd window and case.